Manufacturer narrative:
(B)(4).

Event description:
The pump alarm was heard. Telemetry confirmed a critical alarm was occurring; the pump was in safe state. The pump was reprogrammed from minimum rate back to simple continuous. They were not aware of any strong emi that could have caused the safe state. They planned to monitor the patient. The device system was used to deliver morphine, dilaudid, and compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.